Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: explanted date: it is corrected from unk to n/a. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +4.0/+3.5/092 diopter, in the patient's left eye (os), on (B)(6) 2017. The reporter indicated the lens had a refractive surprise and the lens remains implanted. The patient's post-op best-corrected visual acuity was 20/30. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.